Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Device disassembly and further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Freezing up the whole length of the shaft occurred during pre-testing.